Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-13536. It was reported that the patients sacral lead was confirmed to have migrated via x-ray during a lead implant procedure on (B)(6) 2021 (reference 1627487-2021-13536). As a result, the sacral lead was explanted and replaced. Therapy was established post-op.